Event description:
It was reported that during use of the device for non-clinical activity, the central control monitor (ccm) had a black screen upon power up. There was no patient involvement.

Manufacturer narrative:
Updated blocks: d4, d9, and h4.